Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the doctor has been having problems with the suture. There have been several wounds which opened, the suture breaks while closing the wounds and the needle some times pops off. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.